Manufacturer narrative:
Other relevant device(s) are: product ID: 9733752, serial/lot #: (B)(4), UDI#: (B)(4). A medtronic representative went to the site to perform a system check out and they found pins in the lemo connector for the flat emitter were bent. The flat emitter was replaced. The flat emitter was returned for product analysis. The complaint was verified. The lemo pin was recessed and would not make a connection when plugged in. The cable also had nicks in it. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the site's lemo connector for the flat emitter may have some bent pins inside. The emitter was not functioning and unusable. There was no patient involved.